Event description:
The plaintiff's attorney alleged that the patient experienced the following injury: cardiac event and expiry, caused by the product administered to the patient for dialysis treatment.

Manufacturer narrative:
Code (B)(4) was used for the cardiac event as there is no other code that best describes an unspecified cardiac event. This is one of two device reports associated with this event.